Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the pace. Defib board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed an "open air discharge" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.